Manufacturer narrative:
The calibration and qc data were acceptable. The provided alarm trace shows no relevant alarms for the affected module. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas e 801 module. The initial result was 16.5 iu/l. This result was reported outside of the laboratory and the clinician requested a repeat as they were expecting a negative result. On (B)(6) 2021, the repeated result was <0.2 iu/l. The reagent lot number was 51385101 with an expiration date of 30-apr-2022.